Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had "5 bypasses" and they had to "shock" him twice on new years eve. The patient reported that ever since he came home his stimulation has been different. The patient stated he has the stimulator for neuropathy to help with pain in his back and legs. The patient noted that he still feels stimulation in the correct areas but he isn't able to turn stimulation up high enough to get to the level he wants for the therapy. The patient reported that when he turns it up he feels stimulation go up his back and more in his shoulders. The patient could feel it "constricting" the muscles in his back.